Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device not returned.

Event description:
Litigation papers allege: patient is a surgical recipient of a depuy pinnacle metal-on-metal total hip replacement system. Corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients body. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that implant could not support their weight. Patient is part of a multi-plaintiff litigation. It is unclear which symptoms are specific to the patient and whether or not patient has been revised. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Because of the allegations of dislocation the head and liner are being reported. Records are available for further review.